Event description:
Device 2 of 3. Reference MFR. Report #s: 1627487-2012-06347, 1627487-2012-06349. It was reported the patient was not receiving pain relief. As a result, the patient's ipg was explanted. The explanted product was discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.